Event description:
The patient reported blood gluocose results of "252 mg/dl and 152mg/dl" with the lifescan meter, performed within 20 minutes of each other. The meter, test strips, and control solution were replaced.